Manufacturer narrative:
Ref: doi: 10.1177/1538574409345028 a2: average age a3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "endovascular management of the popliteal artery: comparison of atherectomy and angioplasty," which was conducted from september 2003 to january 2008. The study involved multiple manufacturers' devices, including medtronic's silverhawk plaque excision catheter. One patient in the angioplasty group died within 30 days of the procedure due to complications from advanced prostate cancer. Several adverse events were noted among the patients. In the atherectomy group, there was a higher rate of thromboembolic events (22%), including four cases of thromboembolism treated with mechanical and chemical thrombolysis. This group also experienced access site complications such as two groin hematomas and one pseudoaneurysm, but no arterial dissections were reported. Reintervention was required for some patients: one in the atherectomy group needed popliteal to posterior tibial bypass. The study reported technical success rates of 94% for atherectomy and 71% for angioplasty. Primary patency at 12 months was 75% for atherectomy and 73% for angioplasty. Limb salvage at one year was 87% for atherectomy and 97% for angioplasty. Freedom from reintervention at 12 months was 75% for atherectomy and 76% for angioplasty. Finally, survival rates at 12 months were 88% for atherectomy and 71% for angioplasty. No further information was provided pertaining to medtronic products.